Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device motor was seized, jammed and heavy moving. It was further determined that the device failed pretest for check the off/forward/reverse mode. It was noted in the service order that the device had a damaged hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. During further evaluation, it was observed that the device made a lot of noise and the motor was defective. A review of the service history record indicates that the device has been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was reported in error that it was noted in the service order that the device was returned for evaluation for a damaged hose. After further review of the complaint file, it was determined that the device was not working and only made a beep sound. A review of the service history record indicates that the device had been returned previously for the same malfunction. If additional information should become available, a supplemental medwatch report will be sent accordingly.